Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed lot information was provided to bsc, however was unable to verified. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that after introducing the farawave pfa catheter into the faradrive sheath, air coming through the side port flush line during aspiration due to a malfunction of the hemostatic valve. The user was confident this was not coming from deeper in the sheath because no air was present past the main lumen of the sheath. The air would only appear during suction/aspiration at the back of the handle. The sheath is expected to be returned for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. An evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the proximal end of the device during preparation. Inspection of the hemostatic valves confirmed the presence of silicone oil on each face of the valves and found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. The valves were also noted to be deformed due to the prolonged insertion of the dilator, as the sheath was returned with its dilator still inserted. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. Detailed lot information was provided to bsc, however was unable to verified. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that after introducing the farawave pfa catheter into the faradrive sheath, air coming through the side port flush line during aspiration due to a malfunction of the hemostatic valve. The user was confident this was not coming from deeper in the sheath because no air was present past the main lumen of the sheath. The air would only appear during suction/aspiration at the back of the handle. The sheath is expected to be returned for analysis.